Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, while it cannot be ruled out that the foreign object remained due to an abnormality in an accessory, the cause could not be identified. Based on the information obtained, the foreign object could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.